Manufacturer narrative:
A sample was received for evaluation. Three burn marks/holes were observed on the drape. The first burn mark/hole was about 1/2 inch from the center of the drape, the second burn mark/hole was about 1 1/2 inches away from the center of the drape and the third was about 2 inches from the center of the drape. The DHR was reviewed and it was noticed that this lot had (B)(4) cases that were manufactured from 02/20/2017 to 02/21/2017. No defects related to the non conformance were reported during quality inspections. Based on the device history record and sample review, the malfunction does not appear to be the result of a personnel, process, or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer, no actions are being taken at this time.

Event description:
A medwatch form was received on 1/12/2018 with the following information: "irrigation warmer drape had a hole that allowed the irrigation to come in contact with unsterile surface. This was brought to surgeon's attention during a chiari decompression surgery." No adverse event was reported for the incident.